Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient experienced slow wide ventricular tachycardia (vt) in which t wave oversensing occurred. This oversensing led to this subcutaneous implantable cardioverter defibrillator (s-ICD) providing one inappropriate shock. This shock converted both the rate and the morphology back to normal. This patient had experienced some palpitations prior to the shock and did not pass out. Technical services (ts) discussed considering longer smart charge or higher rate cut off, with the health care professional. This s-ICD remains in service. No adverse patient effects were reported.